Event description:
The customer reported that they were pregnant and felt uncomfortable using the threshold suspend feature because at times their blood glucose gets as low as 40 mg/dl, 50 mg/dl and 60 mg/dl. They also stated that they had issues with the accuracy of the enlite sensor glucose values; the sensor glucose would show 60 mg/dl when their blood glucose was 100 mg/dl and vice versa. The customer stated that they were happy with the enlie sensors because, a lot of times, their old sensor type would not alert when their sensor glucose levels were low and the insertion was painful. Also the customer stated that the enlite sensor accuracy was awful the first 24 to 36 hours; for three hours the sensor glucose value indicated 40 mg/dl while the customer's blood glucose was 100 mg/dl. Overnight it was worst. The customer also stated that the sensor and the insulin pump did not communicate if they were placed on the opposite sides of the customer's belly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.